Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving sufenta (345.0 mcg/ml at 199.97 mcg/day) and bupivacaine (25.0 mg/ml at 14.491 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the pump logs from telemetry on (B)(6) 2016 showed pump motor stall on (B)(6) 2016 at 14:29 with spontaneous recovery at 15:04. Progress noted from (B)(6) 2016 documents that patient "is to have an MRI on their shoulder due to a fall." The MRI was not ordered by this office, there are no results in the emr, and there are no further details regarding the fall. Emr does indicate the patient had surgery on their left should on (B)(6) 2017. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016. It was noted the cause of the motor stall was not determined. The patient's baseline weight was 168 lbs.